Event description:
Healthcare professional (hcp) reported a patient was injected in the chin (c1 and c2) with 2 ml of juvéderm® volux¿ with lidocaine. Eight weeks post injections the patient went to a skin cleanser hcp who recognized that there was a ¿pustular lesion that did not resemble acne and advised to go to the hcp who performed the ha filler. Patient returned to the hcp who observed an erythematous papule, with phlogistic signs and secretion drainage on the chin¿. Patient was prescribed oral corticosteroids 40mg for 3 days and hyaluronidase was performed with complete resolution of the case. Only local erythema remained.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.